Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was an oor (out of regulation) message seen on the patient programmer. The patient has pain on the side of their neck since implant but they bumped their head against the ceiling of their car yesterday after driving over a bump and their pain got worse. When they got home, they saw an oor their programmer. The patient says they have no life and has been taking pain killers since the dbs implant. No further complications were reported as a result of this event.